Event description:
Report rec'd from USA stating that the device has a hole in hose. The device was being used during surgery. There was no pt or user injury reported. It is unk if delay or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).